Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify the device issue, clip does not hold on suture? Clip does not hold on suture.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a suture clip was used. During an unknown procedure, the ratchet mechanism did not work properly. The clip did not hold the suture. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.